Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.